Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03677. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03677. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient underwent a surgical procedure on (B)(6) 2010 and boston scientific uphold was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced incontinence, frequency, nocturia, post-void fullness, urinary hesitancy, dysuria, urinary leakage, and urinary tract infections.

Event description:
It was reported that following insertion the patient experienced incontinence, frequency, nocturia, post-void fullness, urinary hesitancy, dysuria, urinary leakage, and urinary tract infections.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat stress urinary incontinence, cystocele, and rectocele concurrently with a laparoscopic assisted vaginal hysterectomy with bilateral salpingo-oophorectomy [posterior floor and left lateral wall of bladder damaged during this procedure]. It was reported that following insertion the patient experienced a vaginal cuff prolapse that required surgical repair on (B)(6) 2010 and capio device was implanted. No additional information was provided. (B)(4).